Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral (tavr) procedure. The edwards sapien/rf3training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the minimum luminal diameter was 7.5mm. The root cause of the reported left common femoral artery dissection cannot be confirmed; however, it is likely that the less than adequate size of the vessel caused or contributed to the event. It was noted by the cs that the root cause of the event was due to the minimal vessel diameter and calcification which was appreciated on imaging but a decision was made to proceed cautiously by the physicians. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was implanted successfully, a dissection of the left common femoral (lcf) artery occurred after the sheath was removed. This was treated successfully with a 10 x 40mm stent.. Additional information provided by the cs noted that serial dilation was performed and the 24f sheath was introduced without issue. After successful valve deployment the sheath was pulled back to the lcf artery and a crossover technique was employed. An angio revealed a dissection of the lcf. The sheath was removed and preclose sutures were pulled. The dissection was crossed and ballooned and then a 10 x 40mm stent was placed. The patient outcome was stable and there was good flow noted by angio.